Event description:
The customer observed falsely elevated sodium results generated on the architect c4000 processing module for one sample. Initial sodium result = 200 mmol/l, repeat on another instrument = 136 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The customer observed the cuvette washer # 1 of the architect c4000 processing module was overflowing and contacted service. The field service representative recommended the nozzle, c4, #1, #4, #5 (rohs) be cleaned to remove any blockage and the tbg, hcw nzl to cuv wsh manifold (rohs) be replaced. The customer cleaned and replaced the parts, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the nozzle, c4, #1, #4, #5 (rohs), tbg, hcw nzl to cuv wsh manifold (rohs), or the architect c4000 processing module. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium results generated on the architect c4000 processing module for one sample. Initial sodium result = 200 mmol/l, repeat on another instrument = 136 mmol/l no impact to patient management was reported.